Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was not working without their programmer. T was noted that eh patient had lost their programmer. No further complications were reported/anticipated.